Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2018 after a vibratory alert. The merlin programmer estimated the longevity of the battery incorrectly during previous device checks in (B)(6) 2017 and (B)(6) 2018. The patient was stable.